Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a strong burning smell was noted to be originating from ¿the battery compartment¿ of a novum iq large volume pump during testing in the biomed department. The battery was removed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Visual inspection found that the battery was sent to cts but uninstalled. The device was powered on and a "?" Can be seen on the battery icon. After a few seconds error code 23502 appeared, and the device was no longer accessible. No burning scent on battery was noted. The battery was also tested on a novum training device and no issue or burning smell was found on the battery. Unable to put the device on service mode. The reported condition was not verified. Unable to download event history log due to error code 23502. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.